Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2024. During the procedure, the bands deployed in the wrong order. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.